Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septums for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoirs were not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery during prime. Customer's blood glucose reading was 290 mg/dl. Nothing further reported.